Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported: "the pa was started by the pharmacy and submitted to the plan with the wrong quantity. Due to customer requesting quantity change with their insurance plan, this is being reported as a pae." No contact information was provided to adc; therefore adc is unable to attempt any follow up activities related to this event. No emergent third-party treatment was reported for this issue. There was no report of adverse event or third-party intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the report of "23jun2025". All pertinent information available to abbott diabetes care has been submitted.